Event description:
During interventional radiology attempt to coil a 1 cm posterior communicating artery aneurysm, complex fill 10x30cm coil was placed without event. Next, while attempting to place a 9mmx25cm true fill coil, the coil prematurely detached within the microcatheter. (Two-tipped prowler 14 microcatheter w/ synchro 14 micro wire) multiple attempts to retrieve the coil were unsuccessful. The coil progressively ascended into the mi-2 junction into a portion of the right middle cerebral artery. Neurosurgery was immediately consulted. The middle cerebral artery remained patent, but showed stagnation. Emergent right craniotomy, ligation of aneurysm, and removal of coil from the middle cerebral artery followed. The coil was removed, and the aneurysm was successfully clipped. However, following placement of the permanent clip, the middle cerebral artery was flat and non-filling. T-pa was used, and the vessel was again filling. Papaverine was also used extraluminally to dilate vessels. The pt was transported to ICU. The pt demonstrated increased intracranial pressure and this was aggressively treated in the ICU. CT 6/30 rt mid cerebral artery infarct. CT 7/1 showed herniation. Pt expired 7/1.